Event description:
Per the surgeon's report in 2006, the patient reported feeling pain with stimulation of the cochlear implant. The results of an integrity test done in 2007, were consistent with normal receiver/stimulator function. High impedance values were noted on multiple electrodes, however, it was not possible to determine if this indicated extracochlear placement or electrode malfunctions. An x-ray to confirm electrode placement was recommended. In 2007, intracochlear electrode position was confirmed via x-ray review. The integrity test results therefore, were judged to be consistent with multiple open-circuit electrodes. Explanation/reimplantation surgery was recommended.

Manufacturer narrative:
This type of event is addressed in the device labeling.